Event description:
It was reported that a spectrum iq pump had downstream occlusion with value of 20 psi (pounds per square inch) during testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.